Event description:
A male pt contacted lifecor customer support to report that when he woke up his monitor was lit, but blank. He removed and replaced the same battery and the device powered on, but showed an empty battery. When he placed this battery in the charger the battery fault led lit. The second battery he had functioned properly. Customer support sent the pt a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn 71001003 has been completed. The reported problem was confirmed. Battery pack sn 71001003 was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.